Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyi3. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported the pod was changed on sunday, (B)(6) 2025. When removing the pod from their arm on tuesday, (B)(6) 2025, the pod site was red with purulent drainage. The patient¿s mother contacted the healthcare professional (hcp) regarding the irritation infection at the pod site. Although the patient was not seen by the hcp, they were diagnosed with cellulitis and were prescribed a 5-day course of cephalexin 500 mg. The patient¿s mother stated that the cellulitis is resolving and there is a small red bump on their arm now.